Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer called to say that he swallowed the wire from the proxabrush gobetween cleaners. He went to the immediate care, and wanted to know what the wire was made out of.